Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s spouse accidentally cut the driveline while changing the anchor by the driveline exit site. Unspecified alarms were received; however, when the system controller alarm screen was reviewed it was reported that there were no driveline fault alarms. The patient was admitted to the hospital. The system controller was interrogated and ¿low speed¿ operations were found. The patient was reportedly asymptomatic during the event. The manufacturer¿s technical services team evaluated the patient¿s driveline on (B)(6) 2015. Visual inspection indicated that only the orange wire was damaged with exposed conductors. No evidence or indication of a severed wire was found. The damaged area was approximately 1.5 to 2 inches from the patient¿s exit site which is too close to the exit site to perform a percutaneous lead replacement. The exposed wires of the driveline were wrapped with electrical tape. Electrical tape was also placed on the yellow and green wires as a precaution. The shielding was removed from the damaged area of the driveline and two layers of rescue tape were wrapped in opposite directions to stabilize the damaged area. It was reported that no further low speed or pump stop events occurred during the inspection or repair.

Manufacturer narrative:
Approximate age of device: 2 years and 7 months. The patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of percutaneous lead damage was confirmed during the reported onsite evaluation by the manufacturer¿s technical service representative. Examination of the percutaneous lead found that the orange wire had been damaged by the reported cut. The inner conductors were exposed but the wire was not severed. The exposed conductors would have allowed an electrical short to ground, resulting in the reported low speed events. The damaged area was approximately 1.5-2" from the patient's exit site, which was too close to perform a distal percutaneous lead replacement. The center stated that a pump exchange was not a viable option for the patient. As reported, the damaged areas were taped and stabilized. No further low speed events occurred during inspection or following the repair. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.